Event description:
Event description guidant received information that this transvenous defibrillation lead and coronary sinus lead were found to have increased thresholds and poor sensing. A chest x-ray (cxr) revealed that the leads had dislodged due to a patient condition. According to the guidant field representative, the patient has twiddler's syndrome. The leads were removed from the patient. A new defibrillation lead was implanted; however attempts to place these coronary sinus lead were unsuccessful.